Manufacturer narrative:
Additional information received. See b. Describe event or problem e/f codes updated.

Event description:
I was not made aware of any patient harm.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port leaked. The following information was provided by the initial reporter: septum seems to be screwed on correctly, but blood still leaked out. I was told the leak happened right before the vacutainer even though the device was screwed on good and tight. As you can see from the photo, no blood made it to the device.

Manufacturer narrative:
The complaint of a leak was confirmed due to the circumstantial evidence that was observed on the returned photographs and sample and the cause appeared to be manufacturing related. One 18g nexiva IV catheter was provided for investigation. The septum was misaligned within the catheter adapter, which could allow fluid to leak during use. What appeared to be blood residue was observed between the canister and the catheter adapter. A trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identify the root cause. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.